Event description:
Patient with carcinoma of the larynx and dysphagia went to the operating room for insertion of mediport and placement of open tube gastrostomy. Prior to insertion, the surgeon tested the mic gastrostomy feeding tube. The feeding tube had a faulty balloon with a leak. The surgeon then used another feeding tube. This event did not reach the patient.